Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt's device was removed. It was stated the pt had never had full coverage of their pain, and was receiving stimulation in the left abdomen. X-rays showed the pt's lead was left of midline. The health care provider attempted to reposition the lead, but was unsuccessful. The pt then chose to have the sys removed. There was no evidence of device malfunction. The pt recovered without sequela.